Manufacturer narrative:
It was reported that a small crack in the tip of the yankauer cut the patient's uvula. This required cauterization. No additional injuries were reported. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Crack in the tip of the yankauer.